Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 15 states, "intraoperative or postoperative bon fracture and/or postoperative pain."

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2015 due to pain and loosening of the femoral component. During the procedure, the femoral component and bearing were removed and replaced.